Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the electrode was missing when removed. The patient¿s blood glucose level was unknown at the time of the incident. The customer reported that 2 sensors of the same lot couldn't start since the signal wasn't found. The device is not expected to be returned for analysis.